Manufacturer narrative:
Date of event is estimated. Date of implant was not provided. The unique device identifier (UDI) number is unknown because the serial number and part number were not provided.

Event description:
It was reported the patient's ipg was turned off and the patient lost therapy it is unknown if the ipg depleted prematurely or if any error messages were received. The patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
It was reported the patient's ipg was turned off and the patient lost therapy. It is unknown if the ipg depleted prematurely or if any error messages were received. The patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.